Event description:
It was reported to philips the touchscreen is unresponsive to touch. The customer reported that it is unknown if the unit was in use on a patient, but there was no patient impact reported. The customer spoke with a philips remote service engineer (rse). The customer reported performing multiple calibrations. There was no damage or residue on the touchscreen. The rse provided the customer with the part number for the touchscreen. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Following the evaluation of the device, the customer replaced the touchscreen to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.